Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the cubie in drawer 2 had kept failing and failed to recover. A field service engineer (fse) found that the main 2.1 b2 cubie was failing continuously. The fse cleared the debris from the row boards, reseated the row board cable at trays and drawer boards, checked the functionality and resolved the issue. The customer inventoried the cubie without failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie in drawer 2 kept failing and failed to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.